Manufacturer narrative:
(B)(4).

Event description:
It was reported that low pacing lead impedance was observed on the rv lead during a follow-up in clinic. Patient was asymptomatic. The rv lead was capped and replaced. Insulation anomaly was noted. No further information is available.